Manufacturer narrative:
No products have been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the surgeon claimed that a universal surgical manipulator (usm) would sometimes fall. In some instances, the surgeon explained that the usm would fall when he would switch an endoscope to 30 degrees up. At this time, the date of the event is unknown. The surgeon was unable to recall any further information about the reported event. There was no report of any patient injury or harm.